Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 300 tube glu plh 13x75 2.0 blblce gr underfilled. The following information was provided by the initial reporter: "glucose tubes underfilling lot # 9344998 expiry 2021-03-31 fluoride oxalate tubes are all underfilling. We have noticed many collects lately are barely filling enough to get a glucose level from. Even with good veins. I have tested with water and syringe transfer method and the tubes are filling less than halfway. With the syringe method - as this is a perfectly closed system, it gives us an adequate fill (although underfilled) ¿ however using a vacutainer or butterfly even on a healthy vein, we are getting very low fill levels. Today we had to centrifuge a glucose collect for 2 minutes to eyeball if the specimen was filled enough before determining whether we had to rebleed a gtt patient or send her back to the waiting room. She had lovely healthy veins and was collected with a 22g vacutainer. Have opened different packs and the same problem every time, with this lot number. Have tested other tubes, no problem. I do not have another lot number to test with flox tubes."

Event description:
It was reported that 300 tube glu plh 13x75 2.0 blblce gr underfilled. The following information was provided by the initial reporter: "glucose tubes underfilling lot # 9344998, expiry 2021-03-31, fluoride oxalate tubes are all underfilling. We have noticed many collects lately are barely filling enough to get a glucose level from. Even with good veins. I have tested with water and syringe transfer method and the tubes are filling less than halfway. With the syringe method - as this is a perfectly closed system, it gives us an adequate fill (although underfilled) ¿ however using a vacutainer or butterfly even on a healthy vein, we are getting very low fill levels. Today we had to centrifuge a glucose collect for 2 minutes to eyeball if the specimen was filled enough before determining whether we had to rebleed a gtt patient or send her back to the waiting room. She had lovely healthy veins and was collected with a 22g vacutainer. Have opened different packs and the same problem every time, with this lot number. Have tested other tubes, no problem. I do not have another lot number to test with flox tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: bd received 261 samples and 1 photo from the customer for investigation. The photo does not show the customer¿s failure mode of ¿underfill¿. 10 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed, as all product specifications were met . Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.